Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: smear was on the product.

Manufacturer narrative:
H.6. Investigation summary our quality engineer inspected the sample and photographs for evaluation. Bd received one unit in the original opened packaging. Five photographs were also submitted which displayed similarities to that of the returned unit. Upon visual inspection a black foreign matter was observed on the packaging of the unit. As the seal is incomplete on the packaging it is most likely that the foreign matter was introduced during packaging and prevented the packaging from sealing. The unit was sent for further ftir testing. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment cleaning related issue for the reported defect relating to the normal wear and tear of the machinery. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: smear was on the product.